Event description:
A medtronic ent rep reported site was unable to verify the passive planar blunt probe during an ent case with the system. The site reported that they were able to verify other probes with the system, such as the passive ent reg probe. The surgeon was able to proceed with the case with the system. No impact on pt outcome reported.

Manufacturer narrative:
A medtronic rep performed an evaluation of the system and all instruments verified and were tracking as intended. Tracking was found to be normal throughout the volume during a functional test. The reported issue was not able to be duplicated. No impact on pt outcome reported.